Manufacturer narrative:
D9 and h3: the visions catheter was returned for evaluation. H3: the visions catheter was returned without the non-philips concomitant devices. Visual inspection found no kinks on the catheter; however, a stretched guide wire exit port was observed. During functional testing, a 0.018¿ mandrel was inserted through the distal tip to the exit port and encountered no resistance. The guidewire movement test passed with no issues. H6: the reported complaint of a catheter kink and removed as a unit could not be confirmed. No visible kinks were found and the catheter passed the guidewire movement test. Therefore, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a3-a6: not available from facility. Blocks b6-b7: not available from facility. Block c: not applicable for this device. Blocks d6-d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned for evaluation, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018p catheter was used in a therapeutic peripheral procedure. During removal, the catheter became kinked, and the entire system was removed as a unit. The procedure was completed without using ivus. No patient injury reported. This product problem is being submitted because the visions catheter and concomitant devices were removed as a system; potential for harm.